Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right hand started shaking "like the other one" again "around sunday but for sure on tuesday." As a result the patient "couldn¿t recognize their own signature." The patient was instructed to connect with their implantable neurostimulator (ins) which resulted in poor communication, but they were eventually able to successfully connect after repositioning. However, after the connection was established a power on reset (por) screen was seen, with it noted that the patient had an MRI on the month prior to date notified. The por screen was cleared with an elective replacement indicator (eri) seen afterwards, and the patient recalling that their healthcare professional (hcp) told them that their battery was getting low. The patient tried to clear the eri but lost communication and were unable to reconnect afterwards. The patient noted that they were going to continue trying to connect to the device, with instructions given on how to turn therapy back on when they do connect. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.